Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to experiencing difficulty breathing, and alleges the device is noisy and putting out too much air. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinus infection related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. During the investigation, they observed an unknown contaminate on the front panel, top enclosure. A brownish dust-like contaminate underneath the flip door around the air inlet, on the rear of the top enclosure. A dust-like material on the rear panel, bottom enclosure. A dust-like contamination on the blower, blower seal. Dried liquid spots on the bottom of the blower indicating liquid ingress the manufacturer was able to confirm the presence of degraded sound abatement foam residue in the blower box.